Event description:
Country of complaint:(B)(6). Thread (suture) tearing off / splitting.

Manufacturer narrative:
Us reporting agent notification received: (B)(6) 2014. Thread (suture) tearing off / splitting. Sample evaluation on-going, as of the date of this report. Failure analysis: evaluation on-going as of the date of this report.